Event description:
(B)(6) 2005: pre <(>&<)> post op diagnosis: l3-l4 disk adjacent segment degeneration and spinal stenosis and degenerative listhesis. Status post previous l4 to the sacrum fusion with steffee plate l4-l5 and nonunion l5-s1. L2-l3 spinal stenosis. Procedure done: posterior removal of steffee instrumentation, l4-l5. L3-l4 and l4-l5 decompression with laminectomy. L3; partial laminectomy, l4; and foraminotomy, l3-l4, bilaterally. Transforaminallumbar interbody fusion, l3-l4 through left-sided approach with fusion; l3-l4, interbody using local autogenous bone and bmp, bone morphogenic protein. Interbody instrumentation using odc implant. Posterior spinal instrumentation using xla instrumentation, l3-s1. Posterior posterolateral fusion, l3-s1, using local autogenous bone and fresh-frozen crushed cancellous allograft. (B)(6) 2005: pain consultation post op patient has persistent and severe leg and buttock pain. Patient had repeat CT myelogram which was negative. The patient's past medical history is significant. Previous back surgery; in the 1980s had an l4-5 non-instrumented fusion and a pse udoarthrosis was found, and had a revision at l4-5 in 1993. In 1995, had a thoracic intramedullary hemangioblastoma removed which left him with significant right lower extremity numbness, as well as some spastioity greater in the left lower extremity, and in 2000 had a c3-4 decompression. (B)(6) 2006: epidural spinal injection (B)(6) 2008: MRI of thoracic spine, low back, right buttock, and thigh pain findings: mild facet hypertrophy seen at multiple levels in lower thoracic spine, disc bulge seen at t8-9 with no stenosis or impingement, disc herniation seen at t7-8 and t6-7 (B)(6) 2006: epidural spinal injection (B)(6) 2006: epidural spinal injection (B)(6) 2008: selective nerve root block therapeutic and diagnostic, cervical c5-6 (B)(6) 2008: selective nerve root block with transforaminal steroid at c6-7. Patient will need sedation. (B)(6) 2008: cervical nerve root blockade with conscious sedation, severe upper right extremity pain (B)(6) 2008: pre and post op diagnosis: c5-6 and c6-7 disk degeneration with cervical myelopathy and radiculopathy. Procedures done: anterior cervical decompression c5-6 and c6-7 with removal of osteophytes and central decompression of spinal cord. Bilateral foraminotomies c5-6 and c6-7. Anterior cervical fusion c5-6 and c6-7 using cortical cancellous strut graft, local autogenous bone and dbx. Anterior cervical instrumentation using stryker anterior cervical plate c5 to c7. (B)(6) 2009: CT cervical spine neck pain with left arm radiation disc spaces all appear normal, interbody fusion has satisfactory appearance, satisfactory appearance of fixation devices. (B)(6) 2011: CT thoracic spine with contrast back pain and post op spinal hemangioma resection no compression fracture and normal alignment seen, some mild disc space narrowing noted, lower anterior cervical hardware evident. No bony erosion, tumor, or mass lesion seen. (B)(6) 2012: epidural spinal injection performed l1-l2 (B)(6) 2012: epidural spinal injection performed l1-l2 (B)(6) 2012: patient follow up notes patient comfortable, pain controlled, some right sided radicular pain, no change in lowerlimb weakness or sensory change.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified "back surgery" using rhbmp-2/acs. Post-op, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.